Event description:
The manufacturer received information alleging that the outlet seal is missing of the ds2adv auto CPAP device. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the customer complaint was reproduced. The third-party service center visually inspected the device and found the main board is burnt and need to be replaced, inlet outlet seal and pollen filter must be replaced due to preventive maintenance. Lastly, the device was scrapped as per customer request.